Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported receiving an error alarm on the insulin pump during rewind. Blood glucose level was 120 mg/dl at the time of the call. Customer reported that the insulin pump was stuck in the rewind loop. Customer reported that the insulin pump's drive support cap was sticking out. No further information was provided.